Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure when the stylet was removed from the package of the left ventricular lead, a bent on the distal tip was observed. The lead was not used.